Event description:
It was stated that the customer was taken to the emergency room with a low blood glucose of 36 mg/dl. The customer bottomed out while at a friend's house. The customer also stated that the battery was low on his unit, but he was unable to remove the cap as it was stuck. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap and a depleted battery installed. The unit passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The device had cracks on the battery tube threads and reservoir tube lip, as well as a missing end cap sticker.